Event description:
This report is for unknown locking screws. On (B)(6) 2013, the patient, with a history of drug use, underwent revision surgery due to a broken superior right clavicle plate as the result of wrestling with a friend. The plate, which broke at the 4th hole on the lateral side, 6 locking screws and 6 cortex screws were removed and replaced with an anterior plate and an unknown number of screws. The implants were easily removed and the patient status/outcome was reported as good. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for 6 unknown locking screws. Investigation could not be completed, no conclusion could be drawn as no lot number was provided. Manufacturing records could not be reviewed without a lot number.